Event description:
Patient had a gastric band placed approximately 3 years ago. Presented to md office on approximately 5 months ago with complaints of persistent dysphagia even though he had complete unfill 8 months prior. Two months after md office visit, egd showed concentric slip of the band and a dilated gastric pouch. Patient needed conversion to vertical roux en y gastric bypass due to concentric band slip and dilated gastric pouch, unsuccessful weight loss.